Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/20/2015 with the following findings:. No defect was found. Unable to duplicate the complaint pump boots to verify screen with auditory and vibratory features. No activity related to the complaint in the black box or alarm history; voltages in the black box are within normal specifications. The pump was tested with an external power supply and idle, sleep, rewind and load currents all are within specification. No overheating was duplicated during testing..the tdd¿s add up correctly and reflect the users programmed basal rates. Pump passed delivery accuracy test and found to be delivering within required range and delivering accurately. Returned cartridge cap/returned battery cap used to complete testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that the patient had experienced a temperature issue with the pump. The pump was allegedly undamaged. The patient experienced a blood glucose of 380 mg/dl with vomiting. Customer support found no other health conditions or any other medications that may have contributed to this bg excursion. This complaint is being reported because the temperature issue was not resolved and the patient experienced hyperglycemia.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.